Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The pump logs showed a motor stall and recovery occurred in 2007. In 2008, the pump logs showed 'reset occurred - low battery', 'reset occurred', and 'safe state' messages. The pt presented to clinic with a return of symptoms on fifteen days later; his pump was found to be alarming and in safe state mode. The pump logs also revealed a 'motor stall recovery' message. The errors had not occurred during pump update or interrogation; no source of electro-magnetic interference was identified. The pt had been hospitalized several weeks from late 2007 to 2008 (reason not reported). The pump was replaced based on pump interrogation data. The hcp reported that the pt recovered without sequela. The pump was used to deliver morphine. A follow-up report will be submitted if add'l info becomes available.